Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 5fr sheath hole prior to an electrophysiology (ep) procedure. No femoral imaging was performed. Reportedly, a foot break occurred with the first proglide device. The foot could not be located; therefore, it was not retrieved from the patient anatomy. Two additional proglide devices were attempted; however, a cuff miss occurred with both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 24fr sheath, and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot break was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.